Event description:
Event description guidant received information that this right ventricular lead displayed significantly higher threshold measurements days after the implant procedure and secondary to becoming dislodged. A revision procedure was performed and the lead was successfully repositioned with all measurements within normal limits.